Event description:
It was reported that during the use of the device for a non-clinical activity, the customer left machine on while unplugged and drained batteries. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.